Event description:
The account alleged that the head section would not raise electrically or manually. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.